Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the problem with current prints of 20 out of 75 patient sample failures due to dl error. The problem was reproduced by running 20 patient samples and getting 2 dl errors. The fse removed the substrate syringe and found that the plunger was extremely loose in the barrel. The substrate syringe showed signs of leakage at the fittings. The fse replaced the substrate syringe, substrate 3-way valve, and cleaned the wash drain buildup around the substrate dispense tip. The fse removed the detector for cleaning, replaced the substrate waste pump (lp173), and replaced the substrate with alcohol several times to verify a good straight stream. The daily check was ran with expected results. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 11aug2018 through aware date 11sept2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: dl a fault occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable. To the case where no concentration is set in the host. Rs232c output (flag): a. The probable cause of the reported event has not been determined as the part evaluation is pending.

Event description:
A customer reported getting error message dl lamp intensity low intermittently on the aia-900 instrument. The customer made new substrate the day before and put a large run of patient samples on the instrument. The instrument was left to run and out of 60 patient samples there were at least 25 dl flags dispersed throughout the results. The customer ran the shutdown a couple of times and then performed the daily check, which passed. The customer then reran the flagged patient samples and still had 6 patient samples resulted in dl flags. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), and luteinizing hormone (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
The waste pump (part# 023033), 3way solenoid valve (part# 023030), and substrate syringe pump (part# 020155) were returned to tosoh instrument service center for investigation. Visual inspection confirmed the seal inside the syringe was worn. Functional testing did not confirm reported failure of the returned 3way solenoid valve and waste pump part failures could not be duplicated. The most probable cause for the substrate syringe was due to worn seal inside the syringe. The probable cause for the substrate 3way valve and the waste pump could not be determined.